Event description:
The user reported that, prior to insertion of the cannula into the coronary sinus, when attempting to inflate the occlusive ballon, the syringe port separated from the cannula tube. There was no injury to the patient.

Manufacturer narrative:
Evaluation in progress but not concluded.